Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tct75 instrumnet would not fire. Another instrument was used to complete the case. There was no consequence to the patient.